Manufacturer narrative:
No medical device / no images of the medical device are available, because it is still implanted. The manufacturing protocols of the affected products were checked. These show no deviations. Preoperative and postoperative x-rays are available. The post-operative x-rays show that the stem was selected too large. Probably this is the reason for a fissure near the stem. By means of the data at hand, a technical cause for this error pattern cannot be determined.

Event description:
Periprosthetic fissure during surgery.